Event description:
I spoke with technical service concerning my true track meter hot engaging when the strip was filled with blood. I have since discovered the nature of this problem. Since I have been using the newer batches of test strips, those with the brighter aqua color which I understand have a longer shelf life when opened, I have not had the erratic readings at low bgs which I had encountered earlier, however a new problem has developed. When I have very low bgs (in the 40's) my meter will often not register that blod has been applied, although the test strip has been filled. It flashes the blood droplet sign until it eventually reads e6. This has happened on both of my true track meters at the same time, using different test strips from different lot numbers. I have tried to get a reading three or more times in a row without success. When I use my bd meter it shows my bg in the 40's. I have encountered this problem five times in the last month and it has only happened with bgs under 50, leading me to believe the low reading is directly related to the problem. I have never had this problem with higher readings.